Event description:
Pt was admitted to the hospital due to hematuria and a mass extending from the prostatic fossa into the bladder. Pt had a history of 2 previous turps. Another turp was performed in 2002 with reportedly no complications. The pt experienced persistent discomfort and intermittent hematuria following surgery. The pt followed up with another urologist who ultimately discovered a foreign body, the resectoscope tip, in the bladder. User facility reported that the tip was successfully removed from the pt during a subsequent intervention by the second urologist. There is no report of any permanent injury to pt.